Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4) event occurred in the united state. It was reported that the patient faced an infusion set tubing detachment on (B)(6) 2025. The site of detachment was p-cap. The infusion set was in use for five days. The insertion site was abdomen. The patient was sleeping at the time of the event. No further information available.